Manufacturer narrative:
Visually confirmed approximately ~3-4mm of the instrument tips have been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload. Dimensional inspection confirms conformance to print specification. Material hardness inspected and found to be in conformance with print .

Event description:
It was reported that the patient underwent a revision surgery due to a collapsed l1. The construct was extended to t10. During tightening of the setscrew the driver tip broke off. The tip of the driver could not be removed from the setscrew and remained in the patient. No additional patient complications were reported.

Manufacturer narrative:
Additional info: submitted picture appear to show a portion of the instrument tip has been broken off flat, with apparant circular material movement, consistent with torsional overload, with material just below the fracture surface is plastically deformed. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.